Manufacturer narrative:
Additional information received reported that it was confirmed by the physician that follow up CT post the index procedure showed that there is no issue with the stent and the suprarenal fixation appears to be fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that after deployment of the stent graft, during removal of the delivery system, the top end of the device appeared to snag on the top of the stent graft. Two bail out techniques were attempted unsuccessfully to remove the delivery system, and pulling back the stiff guidewire was also unsuccessful. The delivery system was safely removed, using a rocking motion, after ballooning the top end of the stent graft with the delivery system in place. Following removal of the delivery system, the patient's blood pressure dropped to 60 mmhg systolic. The patient recovered quickly with inotrope treatment. The evar was then completed and the patient's aorta was screened using dsa with no evidence of any injury or type I endoleak. However it was noted that one of the suprarenal stents was bent. The patient was stable and recovered from the procedure. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.